Manufacturer narrative:
The incident occurred during a tonsillectomy and a patient suffered a burn to the outer portion of the lip. Very few details were provided regarding the incident. It is not believed that any arc was seen. The burn was reported to be minor and no medical intervention was indicated. The account did not have any information to suggest that the pencil malfunctioned. The account did not return the actual sample. Unused samples from the reported lot were returned and tested. It is not know what tip was used during the procedure. Randomly picked 5 samples from the returned boxes and they were tested. All samples were tested at a setting of 30-30. Each sample was cycled 10 times at both cut and coag modes. All pencils performed normally on all cycles at both modes. We were unable to duplicate the issue with the returned samples. However, due to the reported burn, this medwatch is being filed.

Event description:
It was reported that during a t&a procedure, the patient suffered a minor burn to the mouth.